Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 200 mg/dl. Customer¿s other blood glucose level was around 500 mg/dl, over 500 mg/dl and over 400 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea and vomiting. Customer was treated with bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was performed displacement test and the test results was did not tubing clamp. Customer wish to perform the high pressure test and the test response was did not tubing clamp. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.